Event description:
It was reported that (2) tct75 were used during a colectomy procedure. It was reported by the rep that on the initial firing the liner cutter was locked out, an add'l cutter was opened to complete the case it also locked out. A third cutter was opened to complete the case and function correctly. There was no consequence to pt.